Event description:
It was reported that 3 bd syringe luer-lok¿ tip barrels were found damaged before use. Additionally, a deformed stopper was found in one syringe. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "defective barrels".

Manufacturer narrative:
Correction: additional information was provided and samples were received. The following fields have been updated: b.5. Describe event or problem: it was reported that 3 bd syringe luer-lok¿ tip barrels were found damaged before use. Additionally, a deformed stopper was found in one syringe. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "defective barrels". D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2020-07-10. H.3. Device returned to manuf.?: yes.

Event description:
It was reported that 3 bd syringe luer-lok¿ tip barrels were found damaged before use. Additionally, a deformed stopper was found in one syringe. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "defective barrels".

Manufacturer narrative:
H.6. Investigation summary: three loose 10ml syringes were received and evaluated. It was observed one syringe had a large scrape with frayed plastic attached to the edge. It was in the barrel wall, outside the grad lines near the 7ml marking. One syringe had a small portion of the collar protruding outwards. One syringe had a deformed stopper that appeared to be incompletely formed. All three of the syringes received were rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9092595 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the damaged barrel defects are associated with the assembly process. A potential root cause for the deformed stopper defect is associated with the defective material from the supplier. No corrective actions are necessary based on the defective rate identified. Batch 9092595 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd syringe luer-lok¿ tip barrels were found damaged before use. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "defective barrels"